Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. Abbott technical support was contacted, device firmware was downloaded, and the device was reprogrammed to resolve the event. The patient was in stable condition.